Event description:
It was reported that the patient was presyncopal when admitted into the emergency room due to loss of capture and high capture threshold. Decreased r-waves were also noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. An incomplete lead in two pieces was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.